Event description:
A mayfield triad skull clamp was being used for a craniotomy when the patient's head "drooped" after fixation. The reporter was unable to clarify if the patient's head "drooped" or dropped. The pt had been repositioned when the patient's head "drooped." The patient incurred a small "rip" on the left side and recovered from the injury. There was no info provided as to whether treatment was required to repair the "rip." Reusable skull pins were used during the procedure. A stereotaxy device not used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.